Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer treated high blood glucose with shot. Customer also stated that they had sensor issue and did not receive a sensor updating alert and calibration not accepted alert and receive a change sensor alert. The insulin pump will not be returned for analysis.